Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6). Implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clincial study indicated that the catheter was revised on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) indicated, per procedure documentation from (B)(6) 2025, that the patient had experienced good resolution of pain with intrathecal infusion. During (B)(6) 2025, the patient experienced a decrease in pump efficacy and requested a catheter dye study to check the integrity of the system. The patient had a normal catheter dye study on (B)(6) 2025; the catheter tip was at t8. However, it was believed that he had dynamic catheter kinking. The patient had many episodes (5 or more in the last 6 months) where he felt intense opioid withdrawal for no apparent reason. This had been treated in the emergency room (ER) with intravenous (IV) opioids, fentanyl patch, or morphine pills. The episodes would resolve after a few hours or days and then would have good relief with the pump. Given the continued issues with a likely kinking of the intrathecal catheter, it was necessary to revise the patient's catheter to optimize his pain re lief from the pain pump. The hcp planned to replace the current intrathecal catheter with an older catheter model that was less prone to kinking. The hcp discussed options and risks with the patient and the patient wished to proceed with the catheter revision. The patient understood and accepted the risks of drug overdose. The plan was to continue intrathecal therapy once the catheter was replaced. The catheter was replaced on (B)(6) 2025. During the procedure, the hcp used fluoroscopy to identify the implanted catheter tip in the subcuticular fat and identified the catheter connection to the pump. The hcp identified the anchor and spinal catheter and noted that they were both intact. The hcp cut the catheter a few centimeters on the pump side of the anchor and noted cerebrospinal fluid (csf) dripping from the catheter as expected. He tied this off with 3-0 silk ties and no csf could then be seen dripping from the catheter. The hcp then inserted the new catheter into the intrathecal space and advanced it up to t8. No resistance was encountered. He removed the needle and stylet and noted clear csf dripping freely from the end of the catheter. The hcp then removed the old catheter from the pump and pulled it from the spinal pocket. He then tunneled the pump side catheter from the pump pocket to the spinal pocket and cut the spinal catheter to length and attached the two catheters together. He insured that the catheter lay neatly in the spinal pocket without kinks and connected the new catheter to the pump. He aspirated from the catheter access port (cap) and noted clear flow of csf, indicating patency of the entire system. The wound was closed and the patient was transported to the recovery room. The pump was analyzed and reprogrammed to deliver a priming bolus. The pump was set to a continuous infusion dose. The hcp planned to bolus the catheter in the post-anesthesia care unit (pacu) prior to patient discharge. Per clinic notes from (B)(6) 2025, at the patient's last visit, the pump was reprogrammed, decreasing the simple continuous fentanyl by 100mcg and decreasing in bolus options to 3/day. On (B)(6) 2025, the patient presented for a pump reprogram and wound check following the catheter revision. The patient wanted to continue on the plan to "d/c" oral and intrathecal opioid use. The patient tolerated the last decrease but did report an increase in pain. A decrease in simple continuous fentanyl by 100mcg was reprogrammed. The next syringe was ordered, discontinuing hydromorphone, decreasing fentanyl by 100mcg and increasing bupivacaine by 2mg. The patient's incision sites were clean, dry and intact with no signs of infections or other concerns. Per a session report from (B)(6) 2025, the pump was used to deliver fentanyl 750mcg/day, bupivacaine 13.238mg/day, and hydromorphone 0.15885mg/day. It was noted that the patient diagnoses of lumbar radiculopathy, post-laminectomy syndrome and uncomplicated opioid dependence. As of (B)(6) 2025, the issue was resolved.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1416.12 mcg at 850.94801 mcg/day) and bupivacaine (25 mg at 15.01956 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient visited the emergency room due to withdrawal symptoms of abdominal pain, diaphoresis, nausea and diarrhea. There were no changes in drug noted. Additional information received from the healthcare provider via a clinical study indicated that the patient was still experiencing symptoms. A normal catheter dey study cds was completed, but it showed that the catheter slightly migrated towards the patient's feet, still at t8.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# serial# (B)(6), implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 25-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: (B)(6) 2022. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.